Manufacturer narrative:
The legal manufacturer's investigation is ongoing, this report will be supplemented when new and relevant information becomes available.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited a clogged nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The following corrections were made: b5 was amended due to an incorrect product mentioned in the event description. D5 now accurately states that the device operator is an olympus employee. In g2, "user facility" was deselected. Correction is being made to previously submitted g3 - date received by manufacturer which was not late. The correct date was 12-jun-2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is not possible to identify the foreign material. The legal manufacturer was unable to confirm whether there was deviation from reprocessing steps. Additionally, there was no damage found at the area where foreign material remained. Therefore, a definitive root cause could not be established. The event can be detected and prevented by following the instructions for use (IFU): evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. Evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a clogged nozzle. There were no reports of patient involvement.